Event description:
It is reported that the device was implanted in 1996. Wear in liner was indicated from x-rays. Revision surgery to replace liner occurred in 2008.

Manufacturer narrative:
Eval summary: devices and x-rays were not available for review. Pt details like build, weight, activity level and sex are not available. No engineering analysis could be done with available info. Device was in-vivo for approx 12 yrs. Cause cannot be definitively determined. Evaluation: no prod was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the prod failed to meet specs. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.